Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the wireless bedside monitors (bsms) in the ed department were in comm loss. They restarted the central nurse's station (cns) and rebooted some of the bedsides, but the issue persisted. The customer later informed nihon kohden technical support (nk ts) that the issue was caused by their local it unplugging the network switch in the idf closet while conducting work there. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: in a follow-up with the customer, they indicated that the issue was due to an unplugged switch. The customer indicated there were it personnel working on their network closet who had accidentally unplugged a network switch. The customer was able to resolve the issue. Based on the available information, the root cause of the issue is human error. If the network switch was plugged in as intended, the issue would have not occurred.

Event description:
The biomedical engineer reported that their wireless bedside monitors are in communication loss in the ed. The hardwired ones have no issues. They have restarted the central nurse's station (cns) and rebooted some of the bedsides, but they were still in communication loss. Nihon kohden technical support (tech support) had them try and interbed, and they were able to look at a bedside, however no patient was on it, but she got the bedname and dashes for the readings, indicating it was an empty bedside.

Manufacturer narrative:
The biomedical engineer reported that their wireless bedside monitors are in communication loss in the ed. The hardwired ones have no issues. They have restarted the central nurse's station (cns) and rebooted some of the bedsides, but they were still in communication loss. Nihon kohden technical support (tech support) had them try and interbed, and they were able to look at a bedside, however no patient was on it, but she got the bedname and dashes for the readings, indicating it was an empty bedside. After technical support looked at the install documents, from what they could tell, it may be that the wireless bsms run off of the hospital network. Tech support informed them to inform their it to look at there side to see if they are having any issues. The customer later informed us that this was caused by the nk switch in the idf closet being unplugged while it was conducting work in there. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the cns. Bedside monitor: model: bsm-6301a. Sn: (B)(4).

Event description:
The biomedical engineer reported that their wireless bedside monitors are in communication loss in the ed. The hardwired ones have no issues. They have restarted the central nurse's station (cns) and rebooted some of the bedsides, but they were still in communication loss. Nihon kohden technical support (tech support) had them try and interbed, and they were able to look at a bedside, however no patient was on it, but she got the bedname and dashes for the readings, indicating it was an empty bedside. After technical support looked at the install documents, from what they could tell, it may be that the wireless bsms run off of the hospital network. Tech support informed them to inform their it to look at there side to see if they are having any issues. The customer later informed us that this was caused by the nk switch in the idf closet being unplugged while it was conducting work in there. No patient harm was reported.